Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Ages/date(s) of birth: range: 62.9 (56¿69) years. Gender(s)sex(es): unknown, not provided. Date of event: unknown, not provided. Catalog#: a complete catalog number is unknown as serial numbers were not provided. Expiration date: unknown, as serial numbers were not provided. Serial#: unknown, information was not provided. Unique identifier: UDI# is unknown as the serial numbers were not provided. Implant date: unknown, information was not provided. Explant date: n/a (not applicable) as the devices were not explanted. Device manufacture date: unknown, as serial numbers were not provided. The devices were not returned for analysis (the lenses remain implanted). There were no serial numbers reported for these devices; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). Citation: baartman, bj, karpuk, k, eichhorn, b, ferguson, tj, sudhagoni, rg, berdahl, jp, thompson, vm, extended depth of focus lens implantation after radial keratotomy, clinical ophthalmology. 2019(13), pp.1401¿1408. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: extended depth of focus lens implantation after radial keratotomy. A retrospective chart review was done to evaluate the visual performance of post rk patients after having tecnis symfony implanted. At final follow up, 10 of 12 patients had had a yttrium-aluminum garnet (yag) capsulotomy. 4 patients reported "annoying" glare/dazzle, and one patient reported these symptoms to be "debilitating". 7 patients reported "barely noticeable unwanted images". No other interventions (other than the yag capsulotomies) were mentioned in the article. This emdr report is for the zxr00 device. A separate report is being submitted for the zxt300 device.